Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys troponin t hs stat results for 1 patient sample on a cobas 6000 e 601 module. The initial troponin t hs stat result was 20.10 pg/ml and the repeat result was <3.00 pg/ml with a data flag. A new sample was collected and the troponin t hs stat result was <3.00 pg/ml. There was no allegation of an adverse. There were erroneous results reported outside of the laboratory. The troponin t hs stat reagent lot number was 00395646. The expiration date was asked for but not provided.

Manufacturer narrative:
The investigation determined that based on the acceptable calibration and qc there was no instrument or reagent problem. The investigation did not identify a product problem. The cause of the event could not be determined.